Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker system displayed a yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was atrial undersensing that was resulted in the patients r-waves been marked as premature ventricular contractions (pvc). Additionally, there were noisy signals that were oversensed on the atrial channel. Ts also noted how there were possible fusion beats for the patients ventricular rhythm. Ts discussed available programming options to minimize the reported issues. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This report is report is being submitted to correct the following fields: device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this pacemaker system displayed a yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Technical services (ts) was consulted and reviewed stored data. Ts discussed how there was atrial undersensing that was resulted in the patients r-waves been marked as premature ventricular contractions (pvc). Additionally, there were noisy signals that were oversensed on the atrial channel. Ts also noted how there were possible fusion beats for the patients ventricular rhythm. Ts discussed available programming options to minimize the reported issues. This device remains in service. No adverse patient effects were reported.